Event description:
Event: conversion to open repair, reported aneurysm rupture. Case details: patient was implanted in 2001 with an ancure endograft. In 2002 the patient presented at the ER with reported back pain. The patient stated that they had been diagnosed with an endoleak. The implanting hospital was contacted and the patient was transported by ambulance to a facility where open repair was performed. The ancure endograft was cut in two and the superior portion removed. A standard graft was sewn to the native aorta and to the trunk of the endograft. At last report the patient was recovering.